Manufacturer narrative:
Unit alarmed compromised force sensor system during basic occlusion test due to loose / protruded drive support. Unit passed displacement test. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the drive support cap was sticking out. Blood glucose level at the time of the incident was 113 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.